Event description:
It was reported that patient was not able to get enough relief. The patient underwent an explant procedure where all device was explanted and will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the last year from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7086756/7088102.